Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies to address the issue. The customer's blood glucose was 298 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit.